Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 55 mg/dl. It was also reported that the insulin pump did not beep on low. Customer was advised to adjust the audio volume to 1 and audio volume to 5, press save, and listen for the beep when audio volume settings were saved and they did hear the differences between the two audio beep volumes. Customer did self test and the insulin pump beeped. It was unknown that the customer was using auto mode feature on insulin pump or not. Customer declined trouble shooting for hypoglycemia. The insulin pump will not be returned for analysis.